Event description:
It was reported that a patient presented to hospital for a dual chamber pacemaker to cardiac resynchronization therapy upgrade and the atrial lead exhibited failure to capture in bipolar or unipolar configurations. The patient was in atrial fibrillation and a cardioversion was done hence, atrial threshold test was not performed. The patient had been in atrial fibrillation since the last generator change, and it was not caused by implanted products. The lead sensed appropriately, and the impedance was normal, but due to the fact that it did not capture and upgrading to a crtp system was planned, the physician decided to implant a new atrial lead. Subsequently, the atrial lead was capped and replaced on (B)(6) 2025. A new pacemaker was also successfully implanted. The patient was stable throughout the procedure.